Event description:
The customer reported high blood glucose. The blood glucose reading was 451 mg/dl. The patient was informed about what an occlusion is. The customer was advised to watch for trends when experiencing high blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.